Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer questioned thyroid results for 1 patient sample. The patient sample was submitted for investigation where discrepant results were identified for elecsys ft4 ii (ft4 ii) between the customer's cobas e 801 module, the centaur method, an e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e601 module serial (B)(4). The e411 analyzer serial (B)(4). The 801 module serial number used at the investigation site was (B)(4). The ft4 ii reagent lot number used with the e601 module was 265631 with an expiration date of 30-sep-2018. The ft4 ii reagent lot number used with the e411 analyzer was 270341 with an expiration date of 30-nov-2018. The ft4 ii reagent lot number used with the e801 module at the investigation site was 225159 with an expiration date of 31-may-2018. There was not enough sample available to complete the investigation. Based on the data provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.